Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a bilateral diep (deep inferior epigastric perforator) procedure, in which coupler and a vessel everter device were used. It was reported the first vessel (2.5mm diea) engaged successfully on all coupler rings. The second vessel (internal mammary artery, ima approx. 3.0mm), 2 pins were initially engaged on the ring, ¿which popped out¿. It was reported the surgeon used a curved dilator to secure the vessel on the ring pins, during which the intimal lining began to tear. It was reported the surgeon cut out the coupler, trimmed and sutured the arteries to achieve successful anastomosis. The surgeon reported the ima tissue was ¿suspect¿. It was reported there were no patient symptoms or impact to the patient. The patient outcome was reported as ¿a successful anastomosis was achieved by suturing the vessels¿. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for using the vessel everter to evert the vessel onto the coupler ring were not followed. Micro instruments were used to manipulate the vessel prior to using the vessel everter. Several factors could influence the outcome of the vessel eversion, such as: unknown vessel condition, unknown geometry of instruments used on the vessel, length of vessel or how was the vessel was held or manipulated. As the vessel everter was not used per IFU instruction and the vessel intima was handled with other instrumentation, the cause of the vessel tearing cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.